Event description:
It was reported that during a labrum refixation surgery the shuttle suture broke when pulling in the blue suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the soft anchor is not returned with the blue and white/black sutures, which shows a cut on one of the ends of the sutures. Functional testing was not performed due to the damage to the device. Per surgical technique - (B)(4) - 03 remove the inserter handle and spear, then pull on all three suture tails to confirm the anchor is set in the cortical bone. Note: a slow, steady pull is recommended to allow the anchor to properly deploy. A fast, aggressive pull could lead to improperly setting the anchor. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.